Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure for an unspecified fracture, it was observed that the lid device on the battery casing device dropped off during autoclave sterilization. According to the report, the event occurred before the procedure. There was a 30 minute delay; however, it was reported that the procedure was completed successfully. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery casing device was evaluated and the reported condition that the lid of the device dropped off was confirmed. An assessment was performed and it was observed that the battery casing was broken and the lid and housing were disconnected. It was determined that the device was not handled according to dedicated instructions for use during sterilization process. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.